Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the issue; however, the fse replaced the vio integrated electrosurgical generator unit (iesu) for the customer. The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was not able to confirm the reported complaint via system logs. Visual inspection indicated that the unit was in good cosmetic condition. Functional testing demonstrated normal power up and successful cauterization across all ports and instruments with no issues observed. Generator logs additionally recorded c-84, m-b0, and m-32 errors. The probable root cause of customer reported issue could not be determined as the failure analysis did not find any functional issues with the iesu.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, an intuitive surgical, inc. (Isi) clinical sales representative (csr) called to report a system issue on behalf of the customer. The surgeon stated that during multiple procedures, the long bipolar grasper instrument did not deliver expected cautery effect even when the effect mode was set to 8. The customer reported that this issue did not occur when using the same instrument type on another system (sk4419). The csr did not have details on troubleshooting steps performed or whether the issue occurred with other bipolar instruments. The isi technical support engineer (tse) reviewed the logs and found no dependent serial numbers recorded for the long bipolar grasper instruments used across multiple days and no erbe specific errors. At this time, it is unknown how the procedure proceeded.